Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had reported symptoms as eyes are blurry and was treated with bolus on the pump. Customer's blood glucose value was 385 mg/dl at time of incident. Customer's current blood glucose value was 531 mg/dl. Customer stated that pump was not delivering. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. The drive support cap appears normal (slightly indented). Customer reports insulin exited at the qr. There were no leaks or air bubbles. Customer declined to perform the high pressure test and ran a self test and it passed. Customer additionally stated that the blood glucose was in the 400 mg/dl and an hour ago at 531 mg/dl. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation the product was not returned for analysis.